Event description:
Surgeon reports the uveitis is recurring. Pt remains on tobradex bid. With medication the eye remains calm and vision is normal. If medication is tapered symptoms return. Surgeon is questioning role of lens in this inflammatory response.